Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. It is unknown what step of peritoneal dialysis therapy the alarm occurred at. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) arranged for a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the unspecified alarm to be system error 1031. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported alarm could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.